Event description:
It was reported that there has been a gradual rise in the right ventricular (rv) lead pace impedance. Then there was an alert for a high pace impedance, greater than 2000 ohms. There were reportedly no episodes with noise and sensing has been the same over the past year but was noted as not great. The pacing threshold has also been stable over the year and was reported as on the high side. The clinic raised the out of range alert value. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.